Manufacturer narrative:
The products from the following brand name were used in the surgery: cd horizon spinal system. Elevate spinal system. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent posterior lumbar interbody fusion at l4-s1. On an unknown date, post-op, infection was observed. Hence, a revision surgery was performed, in which removal of previously implanted screws and cage at l4 and s1 was performed; and then fusion was extended to l3-s2ai.